Manufacturer narrative:
The device was received by resmed and an evaluation was performed. It was observed that an error message "battery not working" was displayed in the device. Review of the device logs showed an occurrence of "battery comms lost" error followed by a power failure and an unexpected reset. The evaluation determined that the reported failure was due to an isolated software issue. The software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a power failure and unexpectedly restarted. There was no patient injury reported as a result of this incident.